Event description:
During an unspecified procedure, the instrument did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.